Manufacturer narrative:
Corrected data: in the initial report, information for (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device evaluation: the lens was not returned as to date, it remains implanted. Therefore, an investigation was not possible and the customer's reported event could not be confirmed. Review of the complaints related to order number did not identify product deficiency. Manufacturing record review: a review of the manufacturing records was performed. The product was manufactured according to specification. A search on complaints revealed that no other complaints for this order number were received to date. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Based on the results of the investigation, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient was just not happy following implantation of the intraocular lens in their eyes. Patient was happy post op 1 day but was not happy 2-3 months out. Patient also reported to have floaters and poor near vision, j8. Poor near visual acuity was indicated as 1/52. Patient is interested in vitrectomy for the floaters which he notices more now then what were present preop. It was reported that patient was referred to retina specialist for floaters which is another issue as he is interested in vitrectomy for the floaters which he notices more now that were present preop. Yag was performed in both eyes and poor near visual acuity was identified in each eye. Visual acuity was reported as follows - left eye: 1 day post op - 20/30; post-yag - 20/20. Right eye: 1 day post op - 20/25; post-yag - 20/30. Patient reports being frustrated with results. Patient is able to drive. There were no pre-existing medical conditions and no medical intervention is scheduled. No further information was provided. A separate report was filed for the lens implanted in patient's left eye.